Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: silicone migration, anxiety, pain.

Event description:
Patient representative reported "patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: increased risk of bia-alcl, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, physical pain and suffering from anticipated explantation". This record is for the left side. Device remains implanted.

Event description:
It has been determined by abbvie medical safety that the patient reported increased risk of the developing the events and did not experience the event. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Clarification to b.5. Description of the event: the initial medwatch captured "accumulation of foreign and adulterated silicone particles in their bodies" as silicone migration. It has been determined that the patient reported an increased risk of developing this event and did not experience the event. This record will be un-reported. Additional, changed, and/or corrected data: b2, b5, h6, h11.